Event description:
It was reported that "long time ago the physician had put clonidine in patient's pump that lead to a bad reaction and patient was admitted to the ICU until they found out she was having serious side effects from the clonidine." The drug delivered via the device was changed to another intrathecal pain drug. The event was stated as resolved. Current medications delivered via the device were dilaudid, marcaine and baclofen. Device information was not provided. A follow-up report will be sent if additional information becomes available.